Event description:
It was reported that during a knee scope, meniscectomy vs. Repair procedure, the t1 anchor deployed fine. When the surgeon attempted to deploy the t2 anchor it would not deploy. The surgeon suggested it appeared the suture was wrapped tightly around the needle and the anchor would not deploy. The t1 anchor was removed with an arthroscopic grasper. Backup device was available to complete the procedure. No significant delay and no patient complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3, h6: the reported fast-fix 360 curved needle delivery system, used in treatment, will not be returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, t2 failed to deploy. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: bending/flexing of the delivery needle during deployment. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.